Manufacturer narrative:
(B)(4).sample availability is unknown at this time. Should a sample or additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center for assistance starting therapy over. The nurse (rn) stated the homechoice was set-up and primed when one of the supply bags became unspiked. No patient injury or medical intervention was reported at the time of the initial report.